Event description:
Steadman ja, mendes bc, oderich gs. Technique of partial open surgical stent graft explantation with preservation of fenestrated stent graft component to treat recalcitrant type ii endoleak. Journal of vascular surgery cases and innovative techniques. 2022;8(3):500-504. Doi:10.1016/j.jvscit.2022.05.020. Medtronic literature review found a report of patient complications in association with onyx 18. The purpose of this article was to report the technique of partial graft explantation in a patient with a recalcitrant type ii endoleak. A 77-year-old man had been treated for a 6.2-cm pararenal abdominal aortic aneurysm with a physician-modified endovascular graft (pmeg) 5 years before presentation. At 16 months of follow-up, computed tomography angiography (cta) demonstrated a type iib endoleak emanating from a lumbar artery with progressive sac enlargement to 7.2 cm. A first reintervention had involved right transfemoral arterial access into the right l4 lumbar artery via internal iliac collateral arteries. Contrast enhanced imaging demonstrated a large t2el communicating with both right and left l4 lumbar arteries. No type I or iii leaks were identified. The perigraft flow channel was then filled with onyx 18 with extrusion into the lumbar arcade and middle sacral artery. Completion imaging showing no further opacification of the t2el. The article does not state any technical issues during use of the onyx 18. The following intra- or post-procedural outcomes were noted: repeat cta at 5 months after the reintervention demonstrated continued aneurysm growth to 8.2 cm, with the t2el assuming a more diffuse, ¿swiss-cheese¿ morphology.  A second reintervention with trans lumbar embolization was performed using n-butyl cyanoacrylate glue mixed with ethiodized oil. However, within 6 months, the aneurysm had again enlarged to 8.7 cm, and translumbar embolization was repeated. The aneurysm sac had expanded again to 9.7 cm at 22 months of follow-up. Given the recalcitrant nature of the t2el and complexity of the endoleak anatomy, it was decided to proceed with realignment of the entire infrarenal aortic component and iliac limbs of the stent graft to exclude a contributing occult type iii endoleak or endotension. Redo infrarenal endovascular repair was performed using 30 x 58-mm aortic cuff extensions for the infrarenal aorta and 13-mm bilateral iliac limb extensions. However, no resolution of the t2el had occurred and persistent aneurysm sac enlargement to 10 cm was present at 50 months after the initial repair. No evidence was found of a type I or iii endoleak using cta in multiple phases, duplex ultrasound, and arteriography. Partial stent graft explantation with preservation of the fenestrated stent graft component and infrarenal aneurysm repair was recommended. At 4 years after the partial graft explant, the patient was alive without any aortic related complications. His most recent imaging studies demonstrated the infrarenal aortic graft was well incorporated, with no evidence of aneurysm or sac enlargement.

Manufacturer narrative:
Steadman ja, mendes bc, oderich gs. Technique of partial open surgical stent graft explantation with preservation of fenestrated stent graft component to treat recalcitrant type ii endoleak. Journal of vascular surgery cases and innovative techniques. 2022;8(3):500-504. Doi:10.1016/j.jvscit.2022.05.020. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.